Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at tubing on (B)(6) 2025. No further information available.